Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge load process on two occasions. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin delivery with the cartridges and switched to multiple daily injections for the night. The following day, customer technical support (cts) assisted the customer in troubleshooting the issue. Despite initial difficulties, the customer was eventually able to successfully load a new cartridge and resume normal insulin therapy, resolving the issue.